Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is (B)(4).

Manufacturer narrative:
Additional information: one image was submitted to product performance engineering. The image appears to show a patient burn on the thigh. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported burn remains unknown.

Event description:
During a right l2, l3, l4, l5 radio frequency ablation procedure, a patient burn occurred at the grounding pad site. The grounding pad was placed on the right thigh of a patient that was neither hairy or diaphoretic. The patient was treated topically with lidocaine and silvadene.